Manufacturer narrative:
Investigation summary: a sample and photos were received with the customer's complaint of foreign matter in syringe barrel. The sample was tested using ftir (fourier transform infrared spectroscopy) and the suspected contamination was found to be silicone based. The exact composition cannot be determined but the complaint has been verified. The root cause of this issue is unknown but it seems to be a piece of stopper as customer suspected. Possible root causes include improper formation of stopper during production. A review of the device history record was completed for batch #3096634. All inspections and challenges were performed per applicable operations qc specifications. There were zero notifications noted that pertained to the complaint.

Event description:
Samples received.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the stopper got drawn up into the bd syringe with the bd eclipse¿ needle. The following information was provided by the initial reporter: "there is part of the stopper that got pulled into the syringe. The nurses said it has happen multiple times this just this size needle with multiple medications. I asked if the think that the needle is to sharp or to dull. Their answers was they didn¿t know. I asked if it could be the stopper but they said they did think so because it was with different meds, some size needle. The drug used was cinvanti. Response received on 07-sep-2023: it was reported that this incident happens multiple times. Are you able to confirm these incidents happen in the same day or different days? If it is different days, could you please provide the date of incidents? It had happened twice that someday, and there was one other day but no date for that one. Was there any patient involvement? If yes, what was the patient outcome? No patient involvement. Was there any adverse event or serious injury reported? No injury. What type of incident was being performed? The drug used cinvanti. Was the procedure completed as planned? The procedure was completed."